Manufacturer narrative:
Investigation is on-going. We have requested the device to be returned to iridex, the manufacturer, and it has not yet been received. The event happened in (B)(6) and the doctors are currently on holiday. It is known that 3 additional patients were treated the same day without any incident, as well as patients being treated prior to and after this date. It was reported that the patient was doing well on (B)(6) 2016.

Event description:
Patient was treated with micropulse transscleral cyclophotocoagulation on (B)(6) 2016. Five days post treatment, patient developed a total retinal detachment and underwent vitreoretinal surgery. The patient has a very myopic eye with several previous retinal detachment (ab externo, without vitrectomy) as well as cataract surgery. Four days post vitreoretinal surgery, dr. Reported the patient was doing well.

Manufacturer narrative:
The cyclo g6 laser (s/n (B)(4)) was returned to the manufacturer, tested, and found to meet specifications, with the power being at the low end of the highest settings. No anomalies were observed. In the operator manual for the cyclo g6, the following advice is stated: "the operative needs of each patient should be individually evaluated based on the indication, treatment location, and on the patient's medical and wound healing history. If uncertain of expected clinical response, always start with a conservative setting and increase the setting in small steps."